Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a conductor fracture which was shown through a chest x-ray, that caused out of range high impedance measurements. A new lead was implanted. No additional adverse patient effects were reported.